Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that error codes and alerts) 01 patient line open, (arctic sun 5000) 02 low flow, (arctic sun 5000). Circulation pump was replaced. This device was evaluated for functionality per (B)(4). It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Initial reporter phone: (B)(6). Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The issue was zero flow rate, replaced a circulation pump and the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had zero flow rate issue. Per follow up information received via mail on 26may2025, they repaired the device on the customer site. The issue was zero flow rate, replaced a circulation pump and the issue was resolved.